Manufacturer narrative:
As received, the device had no telemetry due to low battery voltage. Device image analysis showed that back-up mode (bvvi) occurred due to low battery voltage and the original battery had depleted to normal end of life (eol) level. Analysis performed after installing new battery and reloading the product code did not find any anomalies. The implant duration was 5.15 years, which exceeded device¿s 5.08 years projected longevity and is considered normal battery depletion.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an in clinic follow-up, the device was found to be in back-up mode (bvvi). The device had reached elective replacement indicator (eri), however, the cause of the bvvi was not determined. The device was explanted and replaced to resolve the event. The patient was in stable condition.